Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H6: device history record (DHR) review conducted: part number: 04.115.750s. Lot number: 8902p62. Manufacturing site: mezzovico. Release to warehouse date: 15 jan 2024. Expiration date: 01 jan 2034. A manufacturing record evaluation was performed for the sterile finished lot number, and no non-conformances were identified. H6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an osteosynthesis for a fracture of the distal end of the radius. The surgery was completed successfully with no surgical delay. The patient began rehabilitation after transfer. On (B)(6) 2024, the patient visited the hospital due to pain, and swelling of the wrist and a rupture of the tendon of the flexor pollicis longus were observed. The surgeon also confirmed the breakage of the plate on xp examination. The surgeon commented that the event could not be attributed to the product, but rather to the patient's high physical activity and the fact that the wrist was being overloaded beyond rehabilitation. A revision surgery was scheduled for (B)(6) 2024. No further information is available. This report is for one (1) 2.4mm ti va-lcp volar rim dstl rad pl/6h hd/5h shft/rt-ster this is report 1 of 1 for complaint (B)(4).